Event description:
We received a report that a patient experienced endophthalmitis after the glaucoma shunt was implanted in (B)(6) 2013 (a specific date was not provided). The glaucoma shunt was explanted (date not provided). The report also noted that there was erosion of the ''elbow'' of the device. At the time of the report, the patient remained in the hospital for treatment. Follow up with the physician indicated that he did not think the device had malfunctioned. Additionally, he noted that the patient had developed endophthalmitis previously when he had a trabeculectomy performed and this might be a re-occurence.

Manufacturer narrative:
(B)(4). Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing records were reviewed. There were no non conformances with respect to the sterilization process. There were no process and/or material changes within the production order. There were no associated nonconformity reports with respect to the production order. Based on the manufacturing record review and historical review no non conformances were found during this investigation. All pertinent information available to abbott medical optics has been submitted. Placeholder.